Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(4) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(4)2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold was 4 volts with no capture in unipolar polarity. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.